Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, the physician noted that during a ventricular fibrillation episode, ineffective therapy was delivered to the patient from the device. The second therapy attempt was successful, therefore, no intervention was performed. The patient was stable and will continue to be monitored.